Manufacturer narrative:
Pump passed the displacement test but compromised force sensor alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform the occlusion and prime/delivery or verify excessive no delivery alarm due to compromised force sensor alarm. Pump received with cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump was cracked at the retainer compartment and that it was noisy while priming. The customer did not provide their blood glucose value at the time of the incident. The customer reported that the customer stated that they did not know how the damaged happened, however the insulin reservoir was still able to lock into place. Troubleshooting was performed. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The aware date provided with the initial report was incorrect. The correct aware date is january 22, 2019.